Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing valve malfunction and caused flow issues. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported the valve allowed the secondary medication to back prime into the primary solution. Event 2: (B)(4): the valve directly above the port for the secondary tubing connection was allowing the secondary medication to back prime into the primary solution. It should have been an one way valve. I was unable to determine how much of the medication was given to patient. Line was immediately stopped and replaced.

Event description:
It was reported that unspecified bd¿ tubing valve malfunction and caused flow issues. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown it was reported the valve allowed the secondary medication to back prime into the primary solution. Event 2: #(B)(6) - the valve directly above the port for the secondary tubing connection was allowing the secondary medication to back prime into the primary solution. It should have been an one way valve. I was unable to determine how much of the medication was given to patient. Line was immediately stopped and replaced.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 2/23/2021 h.6. Investigation: one sample of a primary infusion set and secondary set was received for quality investigation. The customer complaint of flow issues - backflow was verified by testing of the infusion set. The primary infusion set was primed with normal saline and connected to an infusion pump. The secondary set was then primed with methylene blue dye and placed 9 inches above the primary infusion set bag level. The secondary set was then connected to the primary infusion set line and the checked for backflow. Backflow was immediately noticed past the infusion set check valve. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause for the backflow issue is a failure of the check valve component to stop the back flow of fluid into the primary infusion bag. See h.10